Event description:
It was reported that the device did not function prior to surgery due to battery leakage. The issue was discovered before the procedure, and no delay was reported. There was no patient involvement. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in japan. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.